Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Fse found that there was malfunction with the geometry pc. Review of log file showed that the host-pc cannot communicate with the geo-pc. Fse replaced geometry pc and reloaded the software. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device would not boot up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the geometry pc and reloaded the software. The device was returned to expected functionality.